Event description:
Consumer called stating that the brakes on his 65650 rollator allegedly are not working, the backrest comes off and the wheels have worn out. Consumer was supplied with local dealer for repairs. No injury. The malfunction has not been confirmed.